Event description:
The customer reported a rapid infusion of hydromorphone on a pca module. Programming details are a bit unclear but ti was reported the dose was changed from 0.2mg to 0.3mg. After that change when the pt pressed the pca pendent one time the entire amount (approx. 11mls) that was left in the syringe was delivered. The pump then alarmed the syringe was empty. Pt was alert and oriented and denied pain. The pt's respirations were even and unlabored with a respiratory rate of 19. Blood pressure was 126/73, heart rate was 87 and temperature was 99.1. The pt had an acceptable pain score of 4 out of 10. There was no pt harm reported and no medical intervention was required. Although requested, no additional event or pt information provided by the user.

Manufacturer narrative:
(B)(4). The event logs and date set have been received and lot review is pending. The gre data set has been requested. A follow up report will be submitted once the investigation has been completed.